Manufacturer narrative:
Per the fsr, the user facility declined repair at this time.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the central control monitor (ccm) was blank. There was no patient involvement.

Manufacturer narrative:
Updated block: h6. The reported complaint was not verifiable since the product was not returned for evaluation or testing. The user facility declined repair. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Ccmb was blank.

Manufacturer narrative:
The field service representative (fsr) replaced the central control monitor (ccm). The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) connected the ccm to lab use only (luo) testing equipment. The screen appeared black at bootup. The information was there but it was not being illuminated. Using a flashlight, the pst could see the main screen display of the ccm in the background. The display did not operate as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.